Event description:
On (B)(6) 2025, the user reported experiencing hyperglycemia with blood glucose (bg) levels of 303 mg/dl while on vacation and consuming more food than usual. The user monitored glucose levels as advised, and bg subsequently trended downward to 243 mg/dl within two hours. No hospitalization, treatment, or long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.